Event description:
It was reported that an alert for non-sustained lead noise was observed via merlin.net transmission. Review of the egms revealed lead noise. The lead was capped and replaced. Patient was fine.